Event description:
Patient in operating room (or) in prep for left frontal/parietal craniotomy for brain lesion. The patient was placed in the radiolucent mayfield infinity xr2 skull clamp device. Per report of staff, the head piece attachment screw that connects to the bed attachment snapped and broke while the patient was in the head piece. A staff member caught the patient's head. No injury was noted to the patient. Manufacturer response for neurosurgical, mayfield infinity xr2 skull clamp (per site reporter): the equipment was returned for repair. This is not the first incident with this particular device. Per the repair document provided, after inspection of the equipment, a root cause could not be determined.